Event description:
On (B)(6) 2025, a patient underwent stent placement procedure using fluency plus vascular stent graft. During the procedure, the stent failed to open despite normal operation and multiple attempts. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the stent graft delivery system was not returned for evaluation. However, photos of the device were provided. Based on these photos, a fracture of the outer sheath was confirmed, with the stent graft still fully loaded within the sheath and no evidence of partial deployment. The system was found to be contaminated with coagulated blood. In this case, the stent graft was intended to be placed in the subclavian artery during treatment of a thoracic aortic dissection which represent an off label use of the device and is considered to be significant contributing factors. As the delivery system was not returned, a detailed product evaluation could not be conducted. Based on the provided photos, fracture of the outer sheath of the delivery system and the reported inability to deploy the stent graft is confirmed. However, a definitive root cause for the reported event could not be determined with the available information. The intended use of the device represents an off label use of the device. Labeling review: relevant labeling supplied with this product was reviewed. Potential risks associated with the reported issue are addressed in the instructions for use (IFU). In particular the instructions for use states: "if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit." The instructions for use details the correct deployment procedure, including preparation, stent graft deployment and post stent graft placement instructions. According to the instructions for use supplied with this product the fluency plus vascular stent graft is indicated for the treatment of atherosclerotic lesions in the iliac arteries. The intended placement of the stent graft in the subclavian artery during treatment of a thoracic aortic represent an off label use of the device. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.